Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device stopped working, and stapler was not able to fire. The surgeon cannot remember at what step of the procedure the device stopped working. The surgeon was able to press the green button, and was able to squeezed the handle. Another handle was used to complete the case. There was no patient injury.